Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 128 ohms. Technical services (ts) was consulted, noted a previous lead safety switch and discussed it has been high for a while. Ts recommended considering a delivery of a max energy shock to evaluate actual shock impedance measurements during shock delivery, however, discussed that the shock impedance will likely keep rising and ultimately lead to a new lead. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 128 ohms. Technical services (ts) was consulted, noted a previous lead safety switch and discussed it has been high for a while. Ts recommended considering a delivery of a max energy shock to evaluate actual shock impedance measurements during shock delivery, however, discussed that the shock impedance will likely keep rising and ultimately lead to a new lead. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.